Manufacturer narrative:
Concomitant products: product ID: 9023h0073, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 20173 product ID: 37086, implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported during a routine follow-up of the patient after surgery, the doctor found the electrode had 3 contacts that were shorted. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Interventions involved explantation of the electrodes and wires with re-implantation of the electrodes and wires. The patient status was alive with no injury at the time of report and the issue was considered resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the re-implant would occur in 6 months. The cause of the shorted contacts was not identified.